Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Needle valve isn't closing off water flow completely at min due to debris buildup. Water flow through unit to handpiece is within specs (except at min); no lack of water issues; handpiece not getting hot with test insert. Recommend checking insert(s) for damage, wear, and clogging.

Event description:
While using a g130 scaler, the inserts were overheating; no injury resulted.